Event description:
Customer reported that she had low blood glucose of 81 mg/dl and her insulin pump is not working correctly. Customer stated that her sensor was giving incorrect readings and her insulin pump keep getting into threshold suspend. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).